Event description:
It was reported that on (B)(6) 2008 the patient underwent a lumbar discography at l3-l4, l4-l5, and l5-s1. It was reported that on (B)(6) 2009 the patient underwent a retroperitoneal approach for l5-s1 anterior lumbar interbody fusion, bilateral discectomy at l5-s1, placement of cage with bmp in the interspace of l5-s1, the anterior column arthrodesis at l5-s1, and the anterior lumbar plating and placement of anterior lumbar locking plate at l5-s1. It was reported that the patient now suffers from chronic pain syndrome, back pain, herniated bulging discs, allergic reaction, and narcotic dependence.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the patient suffers from chronic pain syndrome, back pain, herniated bulging discs, allergic reaction, bulging discs, musculoskeletal injury, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.